Event description:
The medical imaging & info library (miil) level iii, utilizing a model 9714 dlt tape library, was operating in an overload condition on and around 12/15/1999. Due to this situation, some images were corrupted during their transfer to the dlt tape. No serious injury or death occurred.